Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of electro-mechanical noise. The patent was using a tens unit on his lower back at the time of the shock. Technical services reviewed the electrograms and discussed having the patient avoid using the tens unit. There were no additional adverse patient effects. The system remains implanted.